Event description:
It was reported the needle mechanism failed to deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism not deployed. Inspection of the download data found that the pod generated an 0x40 rotational sensor maximum open count exceeded error after completing first and second prime. Timeouts occurred during priming in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. Due to the drive stall, the ratchet gear did not rotate enough pulses before deactivation to allow the needle to deploy. The high pulse width drive stall was confirmed to be the cause of the reported needle failing to deploy. No damages or deficiencies were observed that would contribute to a high pulse width drive stall. The exact cause of the high pulse width drive stall could not be determined.